Event description:
The user facility reports the following: while advancing balloon catheter over the wire (cook 0.025 x 260cm) stopped at rv outflow tract, balloon stuck there, removed balloon off wire, noticed a piece of catheter on the wire. Catheter had been flushed prior to use.